Manufacturer narrative:
The complaint device was sent for investigation. The investigation had shown that the coupling head clamped. It was not easy to change the coupling attachment. Investigation is on-going. Placeholder.

Manufacturer narrative:
This device was used for treatment, not diagnosis. The results of the manufacturing evaluation are as follows: the complained colibri was forwarded to our service department for investigation. The investigation of the complaint article had shown that the attachment coupling of the machine clamps. It's not easy to change the attachment. The design of this part is not ideal and was improved in 2012. The coupling head was changed and the colibri was send back to the customer. Note: blank fields on this form indicate information that is unknown, unavailable or unchanged. Placeholder.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: reportedly the colibri ii device appears to be sticking/jamming. No further information was provided. Additional information has been requested. This is 1 of 1 report for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is not distributed in the united states, but is similar to device marketed in the USA. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. The manufacturing documents were reviewed and no complaint related issues were found.